Manufacturer narrative:
The bci bnp reagent lot #331265 is being reported under a separate med watch MFR report number 2027969-2014-00423. Investigation pending.

Event description:
Caller alleging triage bcis bnp biorad cxl15081 cxl15083 shift in recovery, now below the mean but within 2sd. Customer has both reagent lot#s 329599 abd 331265 in inventory. Sees high/out recovery of l1--awaiting data. Faxed data indicates all recovery is within 1-2sd.